Event description:
The physician stated to the distributor that during the intervention he realized a problem when he wanted to pull back the devices. The devices stuck to the wall of the carotid and could not move. The pt immediately was sent to surgery.